Event description:
It has been reported that during hip arthroscopy, a piece of the probe broke away and fell into the wound. The surgeon was unable to retrieve the broken piece. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing damage to the spacer. Physical evidence would also suggest that the device may have been used as a lever to enlarge the surgical site or gain access to tissue which can be seen from the damage the shaft sustained. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.